Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. There was no material missing as a result. The conductor wire was not exposed. The instrument passed an electrical continuity test. Additional findings not reported by the site: the instrument was found to have scratch marks/abrasions on the yaw pulley. Scratch mark/abrasion measures approximately 0.015" x 0.018".

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was found to have scratches on the conduct wire and pulley cover. There was no report of patient involvement.